Manufacturer narrative:
The product was returned for eval and testing; however, the engineering eval is not complete. Add'l info will be submitted within 30 days upon receipt.

Event description:
The report from the field indicated that during a pci procedure the balloon would not hold pressure. The target lesion was the right coronary artery (rca). The target lesion was reported to not be tortuous or clacified. The balloon was expanded to 11 atm, but would not hold that pressure. Another raptorail was used to complete the procedure successfully. There was no reported pt injury. No further info is available.